Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable pacemaker was thoroughly inspected and analyzed. Evidence of chronic high atrial rates that reduce longevity in devices that are programmed ddd mode with atrial sensing on. This found evidence which meets criteria for tr13003.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). This device was explanted and replaced. No additional adverse patient effects were reported.